Event description:
The customer reported that the CT table would not lock into place. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse evaluated the CT system and determined that while the customer was positioning the patient prior to the start of the clinical procedure, the patient pushed his feet against the gantry to assist with the positioning, and the service latch became loose. The fse re-secured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer (B)(6), reported that the CT table would not lock into place. The reported event occurred prior to the start of a clinical procedure. It was reported that the patient was lying on the tabletop and used his feet to push against the gantry to assist in positioning himself, causing the latch to become loose. It was confirmed by the philips field service engineer (fse) that there was no harm to the patient, operator, or bystander associated with this issue. The fse re-secured the service latch to resolve the issue. The fse serviced the device (brilliance CT 40 channel, model 728235, serial (B)(4)) on (B)(6) 2015. No other service latch complaints have been received from the customer after the service latch was re-secured. CT engineering determined this issue to be an acceptable risk. If this malfunction were to recur and the sub-frame service latch were to become disengaged after servicing, prior to a patient procedure, or during a patient procedure, it would not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that service latch failures do not meet the definition of a medical device report. There is no evidence that the service latch failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. ¿execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. Execution of auto iq tests, per service instructions, enables detection of table position errors. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of injury to a patient, operator or bystander as a result of the service latch becoming disengaged. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual. This customer, (B)(6), has been confirmed to be on the consignee list for field safety notification (fsn 72800614) that was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions how to service the patient support. The service manual changes are internal philips documents. The fse determined that the patient pushed his feet against the gantry to assist in positioning himself, causing the latch came loose.